Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor ansel guiding sheath was returned for evaluation. The flare is separated from the sheath. Approximately 60 percent of the flare is curled back onto itself. A three (3) millimeter (mm) compression was noted 3.0 centimeters (cm) from the proximal end. The flare passes through the large lumen but not through the small lumen of the flare gauge, which meets specifications. The outer diameter of the flare and inner diameter of the connector cap were measured to be within specification limits. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode; however, related two non-conformances for a subassembly lot were noted. The affected parts were rejected and scrapped. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that at the end of a crossover-pta of sfa procedure, while the flexor ansel guiding sheath was being extracted, the valve separated from the introducer. The patient's vessel was reported to be calcified; however, the physician was not required to pull strongly during the extraction. The flexor ansel guiding sheath was able to be removed, but with loss of blood as the flexor was no longer closed by the valve. The blood loss was not significant enough to require any additional actions. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.